Event description:
It was reported that removal difficulty occurred with the stent delivery system. An 10.0-31 mm carotid wallstent was selected for use with a non-boston scientific (bsc) embolic protection device (epd). The treatment area involved the internal and common carotid arteries. After successful stent deployment, resistance was encountered when removing the delivery system, and the epd was also pulled. The balloon of the epd was deflated and the outer sheath of the carotid wallstent was re-sheathed, and both the devices were removed together as a unit. There was no patient complication as a result of this event.

Event description:
It was reported that removal difficulty occurred with the stent delivery system. An 10.0-31 mm carotid wallstent was selected for use with a non-boston scientific (bsc) embolic protection device (epd). The treatment area involved the internal and common carotid arteries. After successful stent deployment, resistance was encountered when removing the delivery system, and the epd was also pulled. The balloon of the epd was deflated and the outer sheath of the carotid wallstent was re-sheathed, and both the devices were removed together as a unit. There was no patient complication as a result of this event.